Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2022 with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. Routine follow-up conducted around (B)(6) 2025 identified a possible junction leak. Re-intervention has been scheduled for (B)(6) 2025. Patient status is currently stable.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2022 with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. Routine follow-up conducted around (B)(6) 2025 identified a possible junction leak. Re-intervention has been rescheduled for (B)(6) 2025. No change reported on patient status.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix found the possible type iiia endoleak complaint is unconfirmed. This is not consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint cannot be determined. Procedure related harms could not be determined. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem - updated. G3: awareness date ¿ updated. H6: investigation finding codes ¿ remove code 3233. H6: investigation conclusion codes ¿ remove code 11.